Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, a notifier for low impedance on the right ventricular (rv) lead and noise on right atrial (ra) lead was observed. Ra lead noise was reproducible in clinic with movement. There was oversensing on both ra and rv lead. Subclavian crush was suspected. Both leads were capped and replaced on (B)(6) 2019. Patient was fine before, during, and after the procedure. Related manufacturer reference number: 2938836-2019-12326.